Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. This device was explanted and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.